Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump had blank display. The customer's blood glucose was 487 mg/dl. It also reported that display is blank currently. It also reported that the display did not returned after insulin pump restart. The customer reported that the screen of insulin pump went blank and started beeping and there was crack on the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case and cracked battery tube threads. Unable to confirm vibrator or tone anomaly due to blank display.